Event description:
A customer technical advocate (cta) was contacted with regard to controls trending low, but still within range for the axsym troponin-I adv assay. No impact to patient management was reported.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.